Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was experienced high blood glucose of 560mg/dl, and the infusion set was changed twice, but his glucose level did not drop. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime process and the insulin did exit. Performed the high pressure test and the test failed twice. The mother mentioned that the customer had issues with bent cannulas. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.